Manufacturer narrative:
Analysis of programmer model 3058 serial# (B)(4) showed no significant anomalies. The anntena jack was soldered for preventative measures.

Manufacturer narrative:
Programmer model 3037, serial# (B)(4), lead model 3093-28, lot# v620561, implanted: (B)(6)-2011, explanted: na.

Event description:
It was reported that the patient was unable to adjust stimulation of their implantable neurostimulator(ins) (past 5-6 months) and experienced a loss of therapeutic effect (leakage). When the patient would "hit buttons", stimulation would jump around at odd intervals. The patient also reported receiving a shocking sensation from the ins. The patient believed that the shocking could have been related to exposure to a theft detector or security gate. The patient did not turn off her neurostimulator when she entered the security gate. If additional information becomes available, a follow-up report will be sent.